Manufacturer narrative:
The pt had successful acl reconstructive surgery. At 2 week post-operative exam, the physician observed joint laxity. Subsequent arthroscopic examination revealed significant intra-substance tear of the acl graft, along with a fractured graft block implant. Analysis of the returned implant fragment revealed evidence of extreme loading consistent with a major traumatic event. This is consistent with the findings reported by the physician. Root cause was determined to be traumatic event caused by activities exceeding the limit defined in the instructions for use. This event was initially determined to be "not device related", however, a review of the complaint files indicates that a low probability for pt injury existed. An MDR is being submitted at this time to ensure full compliance with applicable regulations.

Event description:
Graft block implant cracked approx 2 weeks post-operatively.